Manufacturer narrative:
Currently, there is no add'l info regarding the two pts mistreated. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that the site was treating its first two savi pts in (B)(6) 2011, (savi is a breast applicator used in brachytherapy manufactured by cianna med). Treatment commenced with the length measurements made by three separate physicists using the ruler, marker, clip, and measuring wire. However, the wire (or end of the wire) used was reported (by the customer) to not have a flexible end, or not annealed. Unbeknownst to them, the wire was stopping around 4.5cm short of the end of the channel at the apex of the savi's curve. Because all three physicists measured the same values (approx 4.5cm short), they felt confident and treated two pts to completion. Upon treatment of the third pt, their measuring wire went to the end of the channel, giving them the proper distance, which was approx 4.5 cm greater than their previous pts. This was alarming to them, causing them to follow up and realize the errors with the first two pts. The site re-planned the two pt's plans with the delivered dose to evaluate the extent of the dosimetric error. On (B)(6) 2011, the licensee's radiation safety officer reported the identification of two medical events involving a hdr [high dose rate] partial breast treatment using savi applicators. For both pts, treatment was delivered twice a day for five consecutive days in (B)(6) 2011. It was determined later that the distance as determined by use of a varian varisource check ruler was incorrect. The check wire was blocked approx 4.5 cm from the end of the lumen. The preliminary results from re-planning indicates that in both cases the most distal half of the applicator was under dosed at least 20 percent and the proximal half received approx 200 percent more dose than what was prescribed. The pts will be notified by the referring physician. The licensee has suspended savi treatments until the root cause can be identified. Further updates will be made through nmed.